Manufacturer narrative:
Review of the images show: negative reaction with cell 2 (homozygous for e). This is the only e positive cell on the screen. Visually this reaction appears negative with a slightly fuzzy button and very light pink background. The positive control well appears as expected.review of the screening assay performed at another facility shows: 1+ positive reaction with cell 2 (homozygous for e). This is the only e positive cell on the screen. Visually this reaction appears positive with a fuzzy button and light pink background. The positive control well appears as expected.confirmed the reactivity of the e antigen on retention crrs (3), lot r060, with anti-e.a screening assay was performed with customer's patient sample (reported to contain anti-e,-k,-fya) using retention crrs (3), lot r060 on in-house echo. Sample was nonreactive with e- cells and exhibited 4+ reactivity with cell ii (e+). We were unable to reproduce the customer's report of unexpected negative reactions for anti-e.

Event description:
Customer reported negative reactions when testing a sample with capture-r ready screen 3 (crrs 3) on the echo. The sample has a known anti-e, but was found negative with crrs 3.